Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with high pacing impedance measurements for their right ventricular and atrial leads. The leads were capped and replaced on (B)(6) 2020. No patient symptoms or condition after the procedure were reported.